Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 14.8 mmol/l (lot 497829 ) and 7.0 mmol/l (lot 497474).

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because the strips were not returned in an acceptable vial.